Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Concomitant medical products: e with lancome and antipodes. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumps, hard, sore and fluctuating inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, edema, pain and inflammation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the platform area and lower face. Prior to injection the patient was given lignocaine. Halfway through the injection, the patient vomited due to being nervous. Patient had noted prior to the injection they may vomit since they were an anxious person. Patient was given a cold compress and fanned. Patient had been advised to take loratadine for swelling after the injection. Three days after the injection, the patient noticed they had some "new" swelling. Patient was advised to take loratadine. A week after the injection, the patient had fillings done with a dentist. Ten days after the injection, the patient went to follow up with the clinic and noticed a lump forming on the right side top lip. Patient was then advised to take loratadine and raritidine. Six days later, the patient had another follow up and there was a hard, sore, lump on the right side lip. There was no vascular compromise evident and questioned an infection. After consulting with a physician, patient was given ciprofloxacin and treated with hyalase. Four days later, the patient returned to the clinic for another follow up. Patient did not want further hyalase and the lump had resolved. Patient continues to take the antibiotics. About a month later, the patient went in for another review and there were no further issues noted. Patient stopped taking antibiotics as they gave the patient an upset stomach. Eleven days later, the patient emailed the clinic indicating that the infection has returned on the other side of their face as they had developed a bump "nowhere as pronounced as the other side" and noted they had developed a "wee bump" on their lip that went away within a day. On the following month, patient came to the clinic for another follow up. Patient had a small lump on the left side of marionette area. The lump was not sore, not tender and was not hot. Patient notes that it "comes up and down" the lump was not visible from the surface but palpable. The patient has periods of fluctuating inflammation where there was no swelling in between the fluctuations. The lumps would sometimes go down without intervention while other times the patient took antihistamines to help. Patient is "understandably feeling disillusioned with the outcomes of [their injection]."

Manufacturer narrative:
Additional information: describe event or problem, concomitant medical products.

Event description:
Additional information: antihistamines were given in case of swelling, but there was nothing on the day of injection. Patient has had 3-4 episodes of inflammation, but it is not known if the patient still has fluctuations.